Event description:
A male patient underwent an evar on (B)(6) 2014. The delivery system was placed as normal; however, during the procedure the hemostatic valve was leaking too much blood. When the graft was going to be released, the bleeding did not stop. When the physician started to deploy the graft, the hemostatic valve began to bleed considerably more. The patient didn't require any additional procedures due to this occurrence. Additional information has been requested, but not provided by the reporter.

Manufacturer narrative:
Patient code: blood loss is labeled in the IFU. Device code: valve leaks are addressed in the IFU. Event evaluation: still under investigation.